Event description:
Catheter placed in right median basilic vein without incident. Within seconds to minutes, pt complained of feeling flushed, in fact developed hyperemia of face, then complained of nasal congestion, peculiar feeling with swallowing, soft palate and uvula appeared pendulous. After a short period of observation, frank hives appeared on skin. At that point, catheter was removed and benadryl given im with resolution of symptoms over about 1/2 hr. No medication had been infused; only saline flush of catheter had been performed. This occurred with only a 6 inch catheter; rptr wonders if a more severe reaction would occur with the 60 cm catheter.